Event description:
On (B)(6) 2012, patient was transferred from outlying facility with USA and chf. Cath films reveal 99% lesion in the mid lad, and a 3.0x12 promus element plus mr is deployed with good results. Patient is discharged on meds including asa and plavix. On (B)(6) 2012 patient is transferred from outlying facility with new onset respiratory failure, pulmonary edema, question of pneumonia, no c/o chest pain. Apparently the patient stopped taking plavix just a few days after discharge (B)(6) 2012 because "it made him jittery and itchy." Initially his cardiac enzymes were normal, but subsequently rose and non stemi is diagnosed. To the ccl (B)(6) 2012. Films reveal a thrombus occluding 95% of the previously placed stent in the mid lad. Thrombectomy performed, and a 3.25x 15 nc quantum apex used to restore timi iii flow, and 0% residual stenosis. Patient is discharged on meds including asa and plavix with instructions.